Manufacturer narrative:
The insulin pump was received with constant tone due to faulty x1 on the mother board. Unable to verify button keypad anomaly, low battery alarm or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to constant tone anomaly. The insulin pump had cracked reservoir tube, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and an unresponsive keypad. Blood glucose level at the time of the incident was 100 mg/dl. Caller reported having a previous blood glucose level of 56 mg/dl, but treated with candy. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.